Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop bacterial pneumonia. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
MDR 2518422-2022-00047 is the original report associated with this device. A duplicate report has been submitted for this device in error under report MDR 2518422-2022-00234. This follow-up report is being filed for awareness of this duplicate report. A correction report MDR 2518422-2022-00234-1 has been filed for awareness about the duplicate report.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-00047. This report was submitted as a duplicate report of the previously submitted report.